Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when using the tubes in the middle of the pack, blood draws are not good; however, when using the tubes from the outside of the pack the draws are good."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: bd received forty-four (44) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed, as the photo shows unused tubes in a plastic bag. Additionally, twenty (20) of the customer samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the provided photo and returned sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when using the tubes in the middle of the pack, blood draws are not good; however, when using the tubes from the outside of the pack the draws are good."